Event description:
A non-healthcare professional reported that the system suction had applied after advanced pre-positioning was pressed without initial scan being pressed, corneal incisions were not being completed with the system (arcuate and primary incision). Sometimes there are epithelial bubbles in unknown eye during cataract surgery. The incisions are not always seen on the soffit either. Requested visit from field service engineer to check the system.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).